Manufacturer narrative:
Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. The device was not returned for evaluation due to infection. The, the root cause for the endocarditis remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25mm aortic pericardial valve was explanted after a duration of twenty-five (25) days due to prosthetic valve endocarditis. This device was explanted and replaced with another 25mm aortic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿. Type and source of infection were not reported. Multiple cardiac surgical procedure: mitral valve replacement with a 29mm valve and tricuspid annuloplasty with a 28 mm ring at explant. The condition of the explanted valve was reported as ¿vegetation was observed on the aortic valve and mitral valve¿.

Manufacturer narrative:
Reference CAPA-20-00141.